Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping and scroll bar moving during testing.

Event description:
It was reported by customer's mother that the customer was trying to bolus when the numbers started ramping up it alarm button error. The customer's blood glucose was 269mg/dl, corrected with pump. Advised customer to revert to backup plan.